Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose (bg) level ranging from 500 to 600 mg/dl and moderate ketones. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2021 with no permanent damage. The cause of the reported issue was unknown. Recommendation was made to discuss diabetes management with a healthcare professional.